Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024. The patient consulted hcp who confirmed infection at the insertion site prescribed antibiotics (ciprofloxacin). This incident does not require further investigation.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where reported infection at the insertion site.the sensor was inserted on (B)(6) 2024 and the symptoms first appeared on (B)(6) 2024.the doctor prescribed antibiotics.